Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead to be monitored.